Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. The transseptal puncture (tsp) was performed using the versacross connect system with the was double curve access sheath. During tsp, a tissue mass in the right atrium (ra) prevented adequate contact with septum. After numerous attempts, anesthesia noticed a slight drop in the patient's blood pressure and a small effusion was noted posterior to apical. The physician decided to abort the procedure. Pericardiocentesis was performed to treat the effusion removing a small amount of blood. The patient's blood pressure returned to normal without any intervention needed. There were no further complications and the patient was discharged.